Manufacturer narrative:
The device was not returned for evaluation. There was no procedure playback provided for review. Based on the available information, no procedure data to review, and confirmation that the facility continued to use the device, we are not able to determine if the issue was due to a malfunction of the device. A root cause could not be identified. Veran will continue to monitor field performance for this device. This event is being reported as a corrective action following a retrospective review of complaints in response to an observation from an external inspection. D4: software version 4.3.1.

Event description:
The physician and staff called in to veran technical support (vsupport) during a point cloud collection for registration after the secondary carina was not aligning. The staff mentioned they were unable to collect points in the right lower lobe of the lung to fill green check mark. Vsupport instructed staff to stop collecting and accept point cloud as physician said it looked good otherwise. The staff mentioned main and secondary carinas were still off after collecting. Once on facetime, a new point cloud was collected as original had a lot of data points. The trachea and left lung point cloud looked great. The right lung point cloud looked good, but the physician could not get into lower lobe to fill green check mark. Point cloud was accepted and main and secondary carinas were still off. Additional point cloud was collected and they trimmed the right lung point cloud. After trimming, the main and secondary carinas were still not aligning. Additional trim point cloud was attempted with no success. The physician did not feel comfortable proceeding with navigation, as it was a percutaneous procedure. Although there was no death or serious injury reported due to the event, the navigated procedure was discontinued while the patient was under anesthesia. After this event, the site was reportedly continuing to use the system.